Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 the following findings: during investigation, the black box shows evidence of unexplained pump reboot event on (B)(6) 2019. The battery compartment was cracked below and above grip pad. The battery cap threads were damaged/stripped. Pump intermittently powers with the returned battery cap. A test battery cap was used for all testing. Pump exercised 12 hours with no power issues or alarms occurring. Battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.